Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that the patient and family told him that they haven't charged the ins for over a year because the system wasn't providing benefit. The system was to be explanted earlier in the year but was not because of covid. Caller cannot get into MRI mode for eligibility b/c controller is depleted. Reviewed process for charging controller and then charging ins.